Event description:
It was reported that the customer was throwing up and went to an urgent care facility. The customer was admitted with diabetes ketoacidosis. The blood glucose was over 500mg/dl, and he was treated with an insulin drip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.